Event description:
It was reported that a user on their first day using the ilet experienced hyperglycemia after a meal, with blood glucose reaching 299 mg/dl and then decreasing to 290 mg/dl; the agent noted no meal announcement present in system reports despite the user¿s belief that one was entered, and provided education on proper meal announcement use. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included review of transmitted device data and user reports, along with troubleshooting and education. Investigation of this case revealed an inability to verify a recorded meal announcement and no device alerts to indicate a malfunction. It was concluded that the event was hyperglycemia with an unclear cause, with user education provided and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.